Event description:
While performing a routine circumcision on a one day old infant, extra skin from the mucus membrane of the penis separated. The physician called in a urologist who subsequently stitiched the separation. No further medical intervention was necessary. The primary physician followed up with the urologist, no additional treatment is necessary.